Event description:
It was reported that the patient presented to the emergency department because of receiving inappropriate shocks due to an apparent lead fracture. The lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the anchoring sleeve fixation site could not be determined. The lead appears to have been implanted with a bend in it at the fracture site. It was also noted that the defibrillation conductor was fractured, the defibrillation conductor was distorted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism.